Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable became frayed and was no longer charging the pump. Customer reported blood glucose (bg) level was in the 600s (mg/dl). A correction bolus, manual injection and sliding scale were administered to address bg level. The customer was taken to the emergency room (ER). The customer was in the ER for 3-4 hours and received a sliding scale of insulin as treatment. The customer's bg level was 225 (mg/dl) when they left the ER and the customer stated they felt "okay". A replacement cable was sent to the customer. Although confirmation was requested as to whether or not the cable resolved the reported charging issue, it was unable to be confirmed.